Event description:
Customer originally stating they had questions about their omnipod. During the conversation, the customer stated that their blood sugars have shot up to the high 300s to low 400s. The customer states they used a separate glucometer to test and injected manually with a backup insulin pen and the readings have not gone down.